Manufacturer narrative:
The customer reported a failure to alarm. The response center engineer (rce) learned that the customer did not have alert distribution set for the beds. The rce guided the customer through the alert distribution steps. The alerts are now being heard at the nurses' station. This is being considered a configuration issue and not a product malfunction. The configuration issue was confirmed by the rce. Device labeling (IFU) adequately describes configuration of alerts. No further investigation or action is warranted. (B)(4).

Event description:
The customer reported that there was a failure to alarm.